Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after loading insulin into multiple cartridges, the cartridges were noted to be leaking from the septum. The third cartridge that the customer attempted was able to be loaded without issue. There was no impact to the customer's blood glucose level.